Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the puncture of a meniscus surgery, t1 and t2 fell off simultaneously (the white sponge was not removed). The puncture and the suture failed. The t implants were removed with graspers. The procedure was completed with a back up device. There was less than 30 minute delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw has been trimmed. The white sponge was not returned, and the actuator slide is fully deployed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on this investigation, the need for corrective action is not indicated. Based on this investigation, the need for corrective action is not indicated.